Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that there was evidence of scratching on the fracture liner as well as excessive signs of wear; however examination of returned device was inconclusive.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to fracture of the liner and patient allegations of pain and squeaking of the hip. The liner and shell were replaced with larger components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Initial reporter telephone: (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight¿ and intraoperative or postoperative bone fracture and/or postoperative pain.¿